Manufacturer narrative:
Covidien reference: (B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The customer reported the ventilator was constantly generating a maximum oxygen alarm, ventilation was not interrupted. The patient was not harmed as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.